Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced dryness and bleeding of the vagina and experienced incontinence. It was reported that she experienced pain in her stomach, back, legs and hips and problems emptying her bladder. It was reported that the patient underwent two mesh removal procedures on an unknown date. No additional information was provided.